Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior the endoprostheses being implanted, a vascular stent was implanted in the right renal artery to repair the stenosis and the left external iliac artery was pre-dilated. A trunk-ipsilateral leg component (rlt261418j/17488377) was advanced from the left side and deployed, followed by a contralateral leg component being implanted in the right side. Touch-up ballooning was performed with a non-gore manufactured balloon catheter, and intra-procedure imaging was run, revealing a dissection formed in the left renal artery. A bare-metal stent was implanted in the left renal artery to repair the dissection. The patient tolerated the procedure without further adverse events.

Manufacturer narrative:
Describe event or problem: corrected the event description. Other relevant history, including preexisting medical conditions corrected the patient's pre-existing conditions.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior the endoprostheses being implanted, the left external iliac artery was pre-dilated. A trunk-ipsilateral leg component (rlt261418j/17488377) was advanced from the left side and deployed, followed by a contralateral leg component being implanted in the right side. Touch-up ballooning was performed with a non-gore manufactured balloon catheter, and intra-procedure imaging was run, revealing a dissection formed in the left renal artery. A bare-metal stent was implanted in the left renal artery to repair the dissection. The patient tolerated the procedure without further adverse events.